Event description:
A report was received stating a tracheal tube's cuff did not inflate as it was intended during use. Recannulation of the patient was not required. There was no death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).